Event description:
The date of event is estimated. A representative of critical assist reported that an experienced surgeon had approximately eight (8) pts present over a recent time period with some form of post-operative dehiscence following total knee replacement procedures where size 0 monoderm quill devices were utilized for closure. All incisions were repaired without further incident. The surgeon also stated to the representative that he believes the barbs on these device were not sitting as proud as past devices he was utilized in the past. No additional clinical or specific pt/procedure/product information could be obtained.

Manufacturer narrative:
No samples were available for evaluation. Therefore, no testing can be performed. Method: no samples were available for evaluation. Therefore, no testing can be performed. Pts presented with some form of post-operative dehiscence of the incision. Device: no conformed device problem. The surgeon stated that the barbs on the device did not appear to sit as proud as devices utilized prior to the events. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during the incoming, manufacturing or final inspection processes for this lot or any of the components. To date, no other complaints for this finished good lot have been received from this facility or any other end-users. Without additional clinical or specific pt/procedure/product information a definitive root cause can not be determined at this time. (B)(4).